Manufacturer narrative:
The investigation determined that a sample specific issue is likely. The elecsys anti-hcv ii assay performs within specification. All initially reactive samples should be re-determined in duplicate with the elecsys ahcvii assay. Repeatedly reactive samples are confirmed via supplemental methods (e.g. Immunoblot or detection of hcv rna). If one or both measurements remain borderline, the analysis of a follow-up sample is recommend. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.

Manufacturer narrative:
The serial number of the customer's e411 analyzer is (B)(6). The serial number of the e411 analyzer used for investigation is unknown. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys anti-hcv ii on two cobas e411 analyzers. The sample was first tested on the customer's e411 analyzer, resulting in anti-hcv values of 0.916 coi (borderline) and 0.926 coi (borderline). The sample was provided for investigation where it was tested on a second e411 analyzer, resulting in anti-hcv values of 0.952 coi (borderline) and 0.964 coi (borderline). The sample was tested using an unknown clia method, resulting in an anti-hcv value of 0.65 (negative). The specific unit of measure is not known. The sample was tested using the fujirebio hcv score assay, resulting in a borderline anti-hcv value (c2: 1+).